Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, manufacturing instructions, instructions for use, and quality control data was conducted during the investigation. Per the instructions for use:"intended use, states the retrieval device has been designed for retrieval of gunther tulip and cook celect vc filters; precautions states that the retrieval device is intended for use by physicians trained and experienced in diagnostic and interventional techniques; warnings, states that excessive force should not be used to retrieve the filter." No imaging was provided and neither the retrieved device nor retrieved ivc filter was identified. Therefore, not enough information is present to speculate at what may or may not have occurred based on the limited information made available to us. It is noted that the filter was successfully retrieved. There is no evidence to suggest that this retrieval device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Citation: glocker, roan j., zdenek novak, thomas c. Matthews, mark a. Patterson, william d. Jordan, benjamin j. Pearce, and marc a. Passman. "Factors affecting cook gunther tulip and cook celect inferior vena cava filter retrieval success." Journal of vascular surgery: venous and lymphatic disorders 2.1 (2014): 21-25. Web. (B)(4). The event is currently under investigation.

Event description:
It was reported that during an ivc filter retrieval procedure using a gunther tulip vena cava filter retrieval set, a patient in the successful retrieval group had an inadvertent right ventricle injury during sheath manipulation necessitating pericardiocentesis. This report is generated from literature.